Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system got stuck in a blue screen and was asking for a password. A field service engineer found a faulty retractor band and replaced it. After rebooting device, it was observed that the device did not launch database. The field service engineer performed re-image and a completed resynchronization to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system randomly rebooted and got stuck in a blue screen requesting a password during an active procedure. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA: 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 11-apr-2022 to 10-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device unexpectedly rebooted and got stuck on a blue screen and requested for a password during an active procedure. A field service engineer found a faulty retractor band. Replaced the retractor band, rebooted the station, re-imaged and performed resynchronization to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system randomly rebooted and got stuck in a blue screen requesting a password during an active procedure. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.